Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported a left side removal noted as "prothese texture." Healthcare professional reported . Left breast capsule: "fibrous capsule with an inflammatory reaction to a foreign body centered on silicone granules." "An immunohistochemical study with the cd30 marker has been requested on blocks b2 and b3 and will be the subject of an additional report." Healthcare professional also reported "capsule left breast calcification a. Fragments of fibrous and calcified capsules, of brownish color, forming a cluster of 2.6 x 2.1 cm." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, b1, d9, h6 device has not been returned.

Event description:
Healthcare professional reported a left side removal noted as "prothese texture." Healthcare professional reported . Left breast capsule: "fibrous capsule with an inflammatory reaction to a foreign body centered on silicone granules." "An immunohistochemical study with the cd30 marker has been requested on blocks b2 and b3 and will be the subject of an additional report." Healthcare professional also reported "capsule left breast calcification a. Fragments of fibrous and calcified capsules, of brownish color, forming a cluster of 2.6 x 2.1 cm." Device has been explanted.